Event description:
A process disposable was reported to have leaked blood into the centrifuge well. Subsequent conversation with the operators of the machine, revealed that the process disposable was not inserted properly (i.e. As described in the operator "instructions for use.") This fact was later confirmed by examination of the centrifuge involved in the event. There was no injury to the operator or patient. This incident did not result in an exposure as defined by osha.